Event description:
No additional information provided.

Manufacturer narrative:
1.DHR/bhr review: (1) the batch number of the complained product is 2287460, is 20g and product code is 383894, produced on 2022/11, with a total of (B)(4) pieces in this batch; (2) inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3) check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; 2. No samples or pictures were returned,the defect status cannot be confirmed. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 4. The history of customer complaints for the same batch of products has been reviewed, this complaint is the second time, and the relevant complaint was (B)(4). 5. Pegasus plus products with straight specifications can withstand 300psi pressure, and the connector need to be unscrewed during use. Sku # (B)(4) is a y-shaped specification of pegasus plus product, which is clinically used for peripheral venous infusion. CT belongs to high-pressure injection. The high-pressure injector used for this product will cause product leakage or damage, the instructions for use warn this. 6. For the market demand, bd plant specially manufacture pegasus plus devices with straight specifications for power injectors. In summary,no abnormality is found on process and the retained sample. This is a y-shaped specification of pegasus plus product, which is clinically used for peripheral venous infusion.CT belongs to high-pressure injection. The high-pressure injector used for this product will cause product leakage or damage. Therefore, the complaint cannot be confirmed to be related to product quality.

Event description:
It was reported that a bd pegasus y 20ga x 1.16in ss prn npvc leaks. The following information was provided by the initial reporter, translated from chinese to english: when performing an enhanced CT for a patient, the heparin cap bursts, the heparin cap is replaced, and the negative pressure connector leaks when the enhanced CT is performed again, and the exam can barely be completed.

Manufacturer narrative:
E1. Address information was not provided, therefore, xx was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.